Event description:
The hcp reported that the pt's enterra system was removed due to the finding of gram positive cocci fluid in the device pocket and migration of one of the leads. During surgery it was elected to leave a portion of one of the leads in the gastric wall. A new neurostimulator system was placed on the opposite side of the abdominal wall. The pt is reported to have recovered with no complications.